Event description:
The hospital reported that during an endoscopic vein harvesting procedure, short port bbt popped while in use. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.